Event description:
It was reported that the ilet pump screen exhibited a digital display malfunction with a minor crack, resulting in the entire left side of the screen being nonfunctional and the right side appearing streaky; the issue occurred without a reported drop or liquid exposure, and the affected component was the touchscreen. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included interviews and analysis of information provided by the user. Investigation of this case revealed a stress-related problem associated with a fracture-type device issue localized to the touchscreen. It was concluded, based on previously established findings for similar reports, that the cause was traced to user.